Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods") in a 44 year-old female patient who had essure inserted (lot no. 915881). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced dysmenorrhoea (seriousness criterion medically important), dry skin ("dry skin"), arthralgia ("joint pain"), heavy menstrual bleeding ("heavy periods"), paraesthesia ("pins and needles"), fatigue ("chronic tiredness"), bowel movement irregularity ("irregular bowel movements") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. In 2022, all of the events had resolved. No causality assessment was received for essure with regard to dysmenorrhoea, dry skin, arthralgia, weight increased, heavy menstrual bleeding, paraesthesia, fatigue, bowel movement irregularity or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on 27-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods") in a 44 year-old female patient who had essure inserted (lot no. 915881). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced dysmenorrhoea (seriousness criterion medically important), dry skin ("dry skin"), arthralgia ("joint pain"), heavy menstrual bleeding ("heavy periods"), paraesthesia ("pins and needles"), fatigue ("chronic tiredness"), bowel movement irregularity ("irregular bowel movements") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. In 2022, all of the events had resolved. No causality assessment was received for essure with regard to dysmenorrhoea, dry skin, arthralgia, weight increased, heavy menstrual bleeding, paraesthesia, fatigue, bowel movement irregularity or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Lot number: 915881. Manufacture date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-dec-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.